Event description:
The customer stated that a patient sample generated a platelet result of 31k/ul on the cell-dyn analyzer. The same sample was sent to a reference lab where a result of 9 k/ul was obtained using a non-abbott method and the patient received platelet transfusion based on this result.

Manufacturer narrative:
(B)(4) - (incorrect or inadequate test result) product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
A field service representative (fsr) resolved the issue by performing required preventive maintenance on the instrument and product evaluation was performed to investigate this issue. A review of the data submitted by the customer showed that the result contained a p2 plt suspect measurand flag. The cell-dyn emerald system operators manual states that this flag is generated after the instrument evaluates the measured data and the result may be suspect due to interfering substances or the inability of the instrument to measure a particular value due to a sample abnormality. The name of each flag, how it is displayed, the cause of the flag, and the action to be taken are also provided in the manual. Based on the event details and investigation, no product deficiency or malfunction were identified related to the incident with the cell-dyn emerald instrument. The issue was resolved after performing required preventive maintenance on the instrument. In addition, the data submitted showed that the instrument alerted the operator to a potentially erroneous result, which required further verification.